Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: the pump's black box data from the time of the alleged issue has been overwritten due to continued use of the pump. The current black box showed no evidence of an intermittent power event. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.